Event description:
It was reported that a large volume infusor was observed with particulate matter on its filter. The device was filled with an unspecified amount of fluorouracil. The particulate matter was identified during the storage of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from october 24, 2014-october 25, 2014. The device was received for evaluation. Visual inspection revealed a clear plastic shaving on the filter. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.